Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during this implant procedure, this right ventricular (rv) lead produced stable threshold measurements and slightly elevated pacing impedance measurements. The pacing impedance measurements were 1700-1900 ohms, with the last measurement being 1500 ohms. It was reported that the implanting physician used excessive force while extended and retracting the helix during placement of the lead. Current pacing impedance is 2200 ohms; however, the threshold measurement is still stable. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.